Event description:
It was reported that the system was being rotated into position for a rmlo and then rotated to a lmlo postion without being commanded. No injury reported. A field engineer was dispatched to the site and determined the c-arm side switches needed to be replaced and the rear rotation switch on the gantry needed to be adjusted. Once this was complete the system was working as intended.